Manufacturer narrative:
The insulin pump had unresponsive buttons due to a corroded electronic assembly. No button error alarm or battery alarm was noted. No reset error alarm could be tested due to unresponsive buttons. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with a minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.